Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the unit would not alarm during occlusions and would not alarm when the feed was complete. The customer stated that the unit's alarm speaker worked but the unit would not alarm in these situations. Issue was discovered during post-patient check.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of would not alarm. The unit was triaged and the reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.